Manufacturer narrative:
MFR's investigation: a review of the MFR lot database for the reported lot # 255834 (mfg. 08/2012) shows (B)(4) units were MFR tested, inspected and released. There were no exception documents generated during the mfg build cycles. A review of the complaint database for this list/lot number recorded no add'l reports. Conclusion: the involved tego connector and mating devices were not returned for analysis and confirmation. The exact cause of the problem is unk. This complaint and associated info have been entered in the MFR's database for analysis and trending.

Event description:
Int'l ((B)(6)) complaint received reporting leakage issue with use of d1000 tego connector. It was reported nurse was getting ready to start the third treatment of the week when she noticed a blood leak coming from the tego. She tried to clean it but blood was still coming. She replaced the tego and kept the faulty one to be reported." There were no reported serious pt injuries. The tego device was in use for approx five (5) days; unk mating / access devices.